Manufacturer narrative:
Additional information: one nt500 pain management rf generator was received into the lab for analysis. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Ac power was applied to the rf generator and a successful power on self-test was observed. Once initialized the unit displayed the standard system default values for this software version. Functional testing confirmed the field reported issue as the impedance values are intermittently displayed. The upper assembly was temporarily replaced, and normal display values were consistently displayed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event was isolated to abnormal functionality of the front panel sub board located in the upper assembly.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During device preparation, the monitor remain dark with no display. Troubleshooting did not resolve the issue and the procedure was cancelled. There were no adverse consequences to the patient.